Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old japanese male patient had impella 2.5 pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed a hemorrhage at the impella insertion site. As a result, the patient received 14 units of red blood cells and 10 units of plasma. No further information was provided.

Manufacturer narrative:
A2, a3, b5: correction.

Event description:
The complainant reported a 74 year old japanese female patient had impella 2.5 pump inserted in the right femoral.